Event description:
The customer reported that the device jaws could not be re-opened after use while applied to tissue during a breast biopsy. The surgeon resected the tissue directly adjacent to the jaws in order to remove it. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.